Manufacturer narrative:
(B)(4) - scleral fixation, (B)(4) - enlarged incision. (B)(4) - intraocular lens. Prior to release to market, the intraocular met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been provided.

Manufacturer narrative:
The intraocular lens was returned to our quality assurance laboratory for a visual evaluation and revealed the lens was cut and appeared to have evidence of viscoelastic, which is a condition consistent with a lens that has been explanted. It was stated that the lens was implanted and explanted during the same procedure due to the patient's anatomy and not attributed to the lens. Prior to release to market the lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implant of the intraocular lens (iol) that the lens fell into the patient''s eye. The patient did not have a capsular bag due to a severe cataract. During the explant of the lens, an incision enlargement was required. The patient was aphakic when seen by retinal specialist who sutured in a new intraocular lens with a vitrectomy. No further complications were reported.